Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be normal end of life. The report of ipg revision due to eri was confirmed. Analysis of the returned device found it had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol).

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced on (B)(6)2021. Effective therapy was established post-operative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg began displaying end of life messages prematurely. As result, the ipg will be replaced on a later date.